Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to a patient-specific factor consistent with a potential foreign body sensitivity or reaction. Per dfu-0087-eo, revision 5: c. Contraindications: 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. D. Adverse effects: 2. Foreign body reactions. These dfu statements support that patient-specific sensitivity or reaction to implanted materials can contribute to postoperative complications or device-related symptoms.

Event description:
On (B)(6) 2025, a patient submitted an inquiry via phone regarding the material composition of a corkscrew anchor implanted in the patient's left shoulder during a procedure in 2019. The specific part identifier is currently unknown. The patient is experiencing symptoms in the left shoulder, including itching, and is concerned that this may be related to a potential metal allergy. The patient is scheduled to see an allergist next week for testing and would like to provide the material information to assist with the evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.